Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the implantable neurostimulator (ins) wasn¿t working right and was removed a year after it was implanted. The ins was in the wrong spot and wasn¿t doing anything for the pain. The ins was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.